Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 377 mcg/day via an implantable pump for unknown indications for use. It was reported that the pump eroded through the skin and the patient had a full system explant on (B)(6) 2024. The rep stated that today ((B)(6) 2024), a full system implant would occur. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.